Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. Product not returned for evaluation. Most likely underlying root cause: user had an inacurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's laboratory blood glucose test results are 169 mg/dl. Blood glucose test results reported of 351 and 266 mg/dl. The test strip lot manufacturer's expiration date is 08/26/2017. The customer is currently taking insulin to manage diabetes. Adverse event not reported.